Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of over 600 mg/dl with a large ketone level considered dangerous by healthcare provider. Reportedly, the cause was unknown; however customer has an insulin allergy, as well as was diagnosed with gastroparesis which could have contributed to bg levels. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.